Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report the numbers were scrolling without customer touching the insulin pump. The customer's blood glucose level was 156 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised they would receive a replacement device and was asked to return the broken insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent down arrow button response due to flattened button dome switch. No unexpected numbers ramping or scroll bar moving during our testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window scratched reservoir tube window and missing the end cap sticker.